Manufacturer narrative:
10/19/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a lesion lift procedure. Reportedly, the approximating lever broke. The surgeon converted to a laparotomy and resected the tissue at the application site then manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.